Event description:
The account alleged that the hi/low will run up on its own when the bed is plugged in. No injury reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.